Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal any device-related issues. A direct correlation between (B)(6) and the reported infection cannot be conclusively determined through this investigation. The pump was returned with the driveline cut approximately 8.0¿ from the pump body and the severed portion of driveline was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on 15oct2016. The heartmate ii left ventricular assist system instructions for use lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump infection and was admitted on (B)(6) 2021. The patient had a pump exchange from a heartmate ii to a heartmate 3. Patient had been given antibiotics and incision and drainage performed without improvement. The patient had a recurrent driveline infection and there was no sign of infection around driveline and device inside chest. The infection was pseudomonas aeruginosa. The patient's symptoms included increasing driveline drainage and complaints of pain at driveline site.